Manufacturer narrative:
Visual inspection revealed that approximately 0.075" of the distal tip had fractured and separated from the device. The reminder of the hexalobe edges are slightly rolled over and deformed on one side. The other side is crisp and defined as manufactured. This indicates the instrument failed due to excessive lateral bending/fatigue stress. Users should not expect to see this type of failure when used in a twisting motion as intended. The detached tip which remains positioned within the patient was manufactured from (B)(4) (stainless steel) and is certified to (B)(6) specifications.

Event description:
While final tightening the set screw, the distal tip of the driver snapped off. The detached tip remains within the set screw implanted in the patient.